Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all buttons under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following findings:.opened pump. Evidence of the moisture corrosion near keypad connector, on ir and display boards. Bolus button torn/punctured, but responsive. Unable to duplicate complaint about keypad. Keypad is intact with no evidence of peeling or damage, all keys are responsive. Removed the keypad, no evidence of contamination on key contacts.